Manufacturer narrative:
One opened package was received noting the wire guide to be coiled. The wire guide was uncoiled noting 14.7cm of coating to be missing from the distal end. From the point of separation, the coating was noted to be split 1.8cm. Approx 28cm of the coating had several gouges and scrape marks noted. The distributor was contacted for add'l info indicating the wire was placed through a flexible scope because the physician believed a stone was the difficulty during endoscopy, however, discovered a tumor. While the physician was removing the wire guide, the coating came off. The physician then made the decision to perform open surgery to remove the tumor. During the open surgery, the coating pieces were removed by hand. The distributor indicated all pieces of the coating were successfully removed from the patient's abdomen, however the pieces were thrown out following the procedure. Info received from the distributor confirms that the open procedure was due to the tumor and not the need to remove the coating pieces. No add'l harm has been reported concerning the patient or patient status. The wire guide has been damaged by an instrument of undetermined origin. Should add'l info become available, it will be forwarded.

Event description:
Customer states: "hydrophilic coating separated from the inner wire while removing."